Event description:
The patient received her scs system subcutaneously (off-label) on (B)(6) 2011. It was reported that the patient lost stimulation in the right shoulder blade. An x-ray revealed that the lead had migrated. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.